Event description:
Meter's test strip holder wad damaged. This issue was not resolved with troubleshooting. There was no misuse of the product. Medical affairs specialist had called and left a message for the patient the nex day, but there was no response from the patient regarding that call. Patient had also initially reported that due to the test strip holder issue, patient's meter was giving inaccurate results. Patient went to the hospital, but due to a long wait, patient went home. They then took 10 units of insulin and after taking the insulin, patient felt very dizzy. They ate some apple pie and drank orange juice, which made them feel better. It is unknown if the patient had tested on meter prior to taking the insulin. Also unknown if the 10 units was their set amount or they took that based on their sliding scale. Due to the insufficient information, it cannot be concluded that the malfunction of themeter contributed to any event. This case is therefore reported as a meter malfunction due to the damaged test strip holder. A letter will be sent to the patient to try and contact them.